Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information. Brand name: 2-0 maxon suture. (B)(4).

Event description:
According to the reporter: patient underwent a pyloromyotomy procedure involving the abdomen. Four weeks following the procedure, the patient presented with hernia or dehiscence. Patient went back to the operating room one week post op. There were no signs of the original suture closing the fascia. The patient recovered.